Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, upon device interrogation, several rv oversensing episodes were observed. Programming changes were recommended. The patient was scheduled for an in clinic visit to perform the programming changes however the patient had cancelled their appointment. Patient was stable.